Manufacturer narrative:
Device evaluation could not confirm the reported complaint condition. The blood crystalloid valve spring and the mohawk were replaced as part of preventive maintenance. The console passed all functional testing and was released back to the user for use.

Event description:
The hospital perfusionist reported an issue encountered with the mps console during use. The report stated that blood was observed in the crystalloid line. The perfusionist said the procedure was an "all-blood" delivery and the crystalloid line was not attached to a source. He also stated the alleged issue had occurred on more than one occasion (details not available). There were no patient complications reported as a result of the alleged event. The console was returned to the manufacturer for evaluation.